Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and found that there was upstream occlusion (uso) seal buckled. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. During the functional testing, the customer reported issue was confirmed. Upon further investigation, it was found that the downstream occlusion test it was found that no occlusion was detected, the camshaft assembly was also corroded and causing low psi. Replaced the motor, downstream occlusion (dso) sensor, uso seal, and dso seal and camshaft assembly to correct the issue. Performed dso/uso sensor calibration, preformed software update. The unit reset to standard configuration.

Event description:
The customer returned the device stating, "the pump did not maintain date and time during testing". During device evaluation it was found the downstream occlusion (dso) test was failed, did not sense downstream occlusion or get near psi range.